Event description:
It was reported that the patient had arrhythmia and an implanted implantable cardiac defibrillator prior to implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas and no further related events have been reported at this time the relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had complaints of transient dizziness. It was later communicated that the patient was in persistent atrial fibrillation.